Event description:
The account tried to use products 502-102d but the metal rings kept breaking the catheters extension when tightened.

Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.